Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: montior 5/12/2015, electrode belt 6/1/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was at home and was seated when the lifevest started treating the patient prior to passing. At 5:43:19 pm, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was sinus bradycardia at 20-25 bpm. At 5:43:51 pm, the patient received an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus bradycardia at 35 bpm, and the post-shock rhythm was sinus bradycardia at 35 bpm. Amplitude oversensing contributed to the false detection. From 5:45:03 to 6:00:27 pm, the patient received a total of 7 appropriate shocks during vf. The post- shock rhythm for all 7 shocks was asystole. Post-shock asystole is a known potentially adverse outcome of defibrillation therapy. It was reported that ems was called and the patient was taken to the hospital, where he passed away at 6:44 pm on (B)(6) 2020.